Manufacturer narrative:
Additional product codes: dzl, ktw. Device broke intra-operatively; device is not considered implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4): the screw broke during insertion. The head of the screw was removed easily, however additional instrumentation was used to remove the shaft from the bone. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
It was reported that a patient underwent a tibia shaft surgery on (B)(6) 2018. During the procedure, a cortex screw head broke off during final tightening due to patients hard bone. Broken fragments were removed using a screw removal set on the screw shaft with trephine and a conical removal tools. A locking compression dynamic compression plate was selected as provision fixation prior to intramedullary nailing. There was no surgical delay reported. The procedure was successfully completed. The patient outcome was as planned. Concomitant device reported: locking compression dynamic compression plate (part # 242.206, lot # unknown, quantity # 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).